Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported slda could not be conclusively determined. The reported mr and tissue injury are cascading events of the slda. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention, hospitalization, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on may 22, 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and an anterior prolapse. Two clips were implanted, reducing mr to a grade of 3. On (B)(6) 2024, echocardiography showed mr had increased to a grade of 4+. On (B)(6) 2024, it was discovered that both implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second mitraclip procedure was performed to stabilize the slda's. However, the clip was unable to be implanted; therefore, the procedure was discontinued. It was noted an atrial septal defect (asd) was observed and was caused by the steerable guide catheter (sgc) from the initial procedure. No treatment was performed to treat the asd. On (B)(6) 2024, mitral valve replacement was performed.